Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a low pressure condition was observed. The device's outlet was found to be completely blocked with dust. The outlet was cleaned out to address the issue.